Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000158, serial/lot #: none. The manufacturer representative with to the site to test the imaging system. The xstage cover was bent. The xstage cover was replaced and the system was tested and is fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the x-stage cover was bent. The x-stage cover will be replaced. No patient was present at the time of the event.